Event description:
Account stated, they obtained 10 patients uric acid results that were different when repeated and gave the following two examples. Sample 1, initial 1.9 mg/dl repeated as 5.9 mg/dl. Sample 2, initial 1.5 mg/dl repeated as 4.6 mg/dl. The incorrect values were not reported. The field service rep found the sample probe was misaligned and repaired the instrument by adjusting the probe.